Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump display was malfunctioning with a glitching or cracked-appearing screen that prevented access to device options, and a replacement device was shipped with return of the original pending. Symptoms included hyperglycemia with a reported peak of 300 mg/dl and no additional health effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included review of the complaint details and replacement of the device for further assessment. Investigation of this device revealed a display failure consistent with a damaged or malfunctioning screen on the pump user interface; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display with undetermined specific root cause.